Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of high impedances was confirmed. The cathode conductor coils were fractured in multiple locations between approximately 189 and 202 mm from the terminal pin. The lead is currently being analyzed further to assess for fracture type and/or any further anomalies. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead appeared cracked/broken and impedance measurements were greater than 2,500 ohms. The lead safety switch was triggered and switched the lead to a unipolar configuration. Noise was also present. The lead was switched back to bipolar configuration and out of range impedances were still observed. The patient only paces twenty-six percent of the time. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed concerns for lead intergrity given the out of range impedances in both unipolar and bipolar as well as noise. The health care professional stated they would discuss a lead revision with the physician. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional testing confirmed the damage to the insulation was consistent with the location of the suture sleeve. The fractured conductor coil regions were not consistent with the location of the suture sleeve and subsequent inner and outer insulation damage. Technicians confirmed through detailed analysis that the fracture was due to cyclic fatigue.

Manufacturer narrative:
New information received indicates the lead was subsequently explanted and replaced. No additional adverse patient effects were reported.